Event description:
It was reported that pt presented with glare approx one year post crystalens implantation. Repositioning of the lens was performed 30 days post original procedure to address vaulting. Bcva prior to the lens repositioning was 20/20. Yag for pco was performed seven months postoperatively leaving 3-4 "pits" on lens surface post procedure. The most current bcva is 20/20 ((B)(6) 2012). According to the surgeon pt desires to have lens removed due to persistent glare despite conventional treatments (alphagan, yag). This report pertains to the pt's left eye.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.